Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their son has high blood glucose of over 500 mg/dl and the keypad buttons have to be pushed a few times to get them to work and most of the time buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform displacement test, rewind, basic occlusion test, prime/a33, excessive no delivery test and occlusion test due to keypad unresponsive. The insulin pump has broken battery tube thread, cracked reservoir tube lip, severely scratched display window and missing the end cap sticker noted. Unable to confirm broken belt clip due to the insulin pump was returned without belt clip.